Event description:
It was reported to boston scientific corporation that an obtryx/lynx slings was used during an insertion of transobturator sling, cystoscopy procedure performed on (B)(6) 2016. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2016, procedure date, as no event date was reported. This event was reported by the patient's legal representation. The implanting surgeon is: dr. (B)(6) hospital. (B)(4).